Event description:
Event description guidant received information that during a pacemaker explant procedure due to the recall/advisory, a right ventricular (rv) lead displayed high threshold and imepedance measurements. The rv lead was surgically abandoned and a new rv lead and device were implanted.